Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted concurrently with avulta plus. It was reported that following insertion the patient experienced fistulae. It was reported that the patient underwent excision of granulation tissue on (B)(6) 2008 & (B)(6) 2008. It was reported that the patient underwent excision of mesh & excision of granulation tissue on (B)(6) 2009 & (B)(6) 2011 due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent avaulta mesh due to vaginal and pelvic prolapse. Following insertion the patient experienced pain, erosion, bleeding, urinary problems, dyspareunia, vaginal scarring and organ perforation. It was reported patient underwent a&p repair and surgical excision of mesh on (B)(6) 2008 and (B)(6) 2009 due to urinary problems/bleeding and erosion of vaginal mesh. It was reported patient underwent repair on (B)(6) 2011 due to clean-up problem with discharge.